Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of voltage too low for the remaining estimated longevity. This device remains in service. No adverse patient effects were reported.